Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with mild calcification, mild tortuosity, and 90% stenosis in the proximal left anterior descending artery. A 3.0 x 15 mm nc trek rx balloon dilatation catheter (bdc) was prepped outside the anatomy, and the protective sheath was removed without resistance. The bdc was then advanced for post-dilatation without resistance; however, the balloon ruptured during first inflation at 12 atmospheres. The bdc was removed without resistance and a non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.